Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, two images and the log files from the tactisys quartz system were returned. The two images, labeled pop 1 and pop 2, appear to show the ensite contact force module for ablation events 13 and 49 respectively. Based solely on the images, no anomalies were noted during ablation event 13 while an increase in impedance was noted during ablation event 49. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). Additionally, the event description indicated ablations were performed with rf power of 50w. The IFU warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence and that ¿too high rf power during ablation may lead to perforation caused by steam pop¿; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation was due to the steam pop. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation ablation procedure, a steam pop and cardiac tamponade occurred. When ablation was being performed on the roof of the right superior pulmonary vein, the impedance and contact force values increased. Four separate steam pops occurred during ablation and the patient became hypotensive. A pericardial effusion was confirmed through transthoracic echocardiogram (tee) and fluoroscopy. A pericardiocentesis was performed to stabilize the patient.